Event description:
It was reported that a black powder containing metal shavings was observed coming out of the tip of the collet during a podiatry procedure. It was confirmed that none of the black powder entered the surgical site. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.